Manufacturer narrative:
The customer was instructed to perform an etoh shutdown and use a new lot of substrate. Thereafter, they repeated the background check. A follow up call was placed to the customer by technical support and the customer reported that they had no further dl flags. No further action was required. The probable cause of the event was expired substrate ii. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2017, a customer reported that they were getting a detector low (dl) flag with their a1a-360. The reported issue with their aia-360 instrument has the potential of a delay in reporting patient results for ctni2 assay. There is no indication of any patient intervention or adverse health consequences due to the potential delay of reporting patient results.